Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported three false positive results. Negative pcr and rapid antigen tests. Report 2 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4)(3014862188-2021-00663,3014862188-2021-00661, test 1,3 of 3). User also reported to the FDA,mw5104574. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result (B)(6) 2021. Negative pcr and rapid antigen test the same day. Report 2 of 3.